Event description:
It was reported that approximately one week prior to the report the patient's personal therapy manager (ptm) delivered two bolus doses within thirty minutes of each other. The patient stated that "it put her to sleep." It was reported that the patient did not want to attempt a bolus delivery due to fear of getting an additional bolus. It was reported that the patient's ptm was programmed to allow delivery of boluses three times per day, and only one every 480 minutes. The drugs used were baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown. Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8590-1, lot# n197775, implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).